Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under was delivering as blood glucose was high. Customer's blood glucose level was 298 mg/dl at the time of incident. Customer's current blood glucose level was 231 mg/dl. The customer will continue the use of device.